Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible. Information is limited at this time. Should additional information be provided a supplemental emdr will be submitted. Note: the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2011: the patient underwent surgery for implant of an unspecified bard/davol composix e/x. The patient is making a claim for an adverse patient outcome against the composix e/x. The patient's attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿

Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct the brand name and 510(k). Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 6 months post implant of mesh ¿ composix, patient was diagnosed with post operative wound infection, abscess and adhesion thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device list adhesion as a possible complication. The warning section of the IFU states, "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection may require removal of the device". Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2011: the patient underwent surgery for implant of an unspecified bard/davol composix e/x. The patient is making a claim for an adverse patient outcome against the composix e/x. The patient's attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ addendum per additional information: (B)(6) 2011 - patient was diagnosed with recurrent midline and right lower quadrant incisional hernia thereby underwent open repair with the implant of composix mesh (device #1). Per operative notes, ¿a large hernia sac was noted. Adhesions to the abdominal wall were taken down. A composix mesh (device #1) was placed in underlay fashion to incorporate all the defects and was sutured.¿ (B)(6) 2011 - patient visited hospital for abdominal wound infection. (B)(6) 2011 - patient was diagnosed with open wound to the area of the abdomen, which has been nonhealing consistent with infected mesh with attached bowel thereby underwent removal of mesh (device #1), hernia full fascial repair and reinforced with xenmatrix (device #2). Per operative notes, ¿patient presented with an infection in the upper pole of her abdomen and drainage of an abscess. Noted that the inner nonadhesion layer was densely adhesed to the underlying tissue. The mesh (device #1) was fully excised from the abdominal wall. A xenmatrix (device #2) was then sutured using sutures. This was also tacked in the pubis all the way up to the level of the ribcage. Resection of the umbilicus both from the right & left side of the abdomen.¿ attorney alleged that the patient had adhesions, infection and pain.